Event description:
It was reported that a right ventricular (rv) lead exhibited oversensing and pacing inhibition. Electromagnetic interference (emi) suspected due to electrical interference from the patient's house. This device connected to the rv lead is a non (B)(6) product. There is no additional information at this time. Additional information advised the oversensing and pacing inhibition was on the non (B)(6) product only discovered during a routine follow-up. There were no issues with the rv lead. The rv lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).